Manufacturer narrative:
A root cause could not be determined. The calibration data was with expectations. The quality control results were within the guideline ranges. A reagent issues is not obvious. The service check showed no evidence of an instrument related problem. It was noted the customer was not centrifuging to the tube manufacturer's specifications. The customer was not using the recommended rack tube adaptors. These issues are the most likely causes for this event. There were no adverse events.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e601 analyzer. Repeat testing was performed on the same analyzer as the initial testing. The patient's initial hcgb result from an aliquot sample was 0.259 miu/ml. The doctor questioned the result because the patient was pregnant. On (B)(6) 2012, the original collection tube was tested and the result was 10000 miu/ml accompanied by a data flag. The sample was automatically diluted 1:100 and the result was 15129 miu/ml accompanied by a data flag. On (B)(6) 2012, the aliquot tube was repeated and the result was 10000 miu/ml accompanied by a data flag. The sample was automatically diluted 1:100 and the result was 15548 miu/ml accompanied by a data flag. There were no adverse events. The hcgb reagent lot number was 16250103 and the expiration date was 07/31/2012. The field service representative suspected a possible patient sample issue. He verified the proper alignment of all probes, sippers, and the bead mixer. He performed a liquid flow cleaning. He ran performance testing with success and verified proper working order. All parameters passed successfully.